Event description:
It has been reported to philips that the system turned off prior to starting a procedure. The patient was moved to another room to have the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was shut down was during the startup and not during a procedure. However, the scheduled patient was moved to another room to complete the procedure. A philips remote service engineer (rse) connected remotely with the customer and reviewed the log file, but there were no failure-related errors. The rse suggested checking the buttons since a button on the geo module may have stuck or been pressed by a plastic cover. The customer confirmed that the buttons on the geo module control sticks. This confirmed that, despite multiple reboots, the issue persisted and that the enable move button from the geo control module had been pressed during startup. Therefore, the customer ordered the control module tilt flex cr through nemo repair order and replaced the part as recommended by the rse. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.